Event description:
Reporter noted diathermy probe became lodged in 25 gauge cannula. Had to remove cannula, and insert new cannula. Checked area and found two retinal tears. Not sure if they were related to cannula, but in adjacent area, treated tears with cryopexy and gas bubble. One week post-op: unsure of patient impact.